Event description:
It was reported that during a sigmoidectomy, the tissue compression scale backlight was illuminated, the red safety was released, but the device could not be fired at the firing. The battery was reinserted, it was checked if the anvil was attached to the trocar properly and the indicator was within the green range, but the device could not be fired. The anvil was placed as it was, and another device was used to complete the case. The trocar of another device was inserted through the exist hole for the docking. No additional resection was required. The procedure was not converted. There were no adverse consequences to the patient. The patient¿s condition is stable as of the postoperative 1st day. No further information is available.

Manufacturer narrative:
(B)(4). Batch #: 232a93. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage only anvil half washer was present and the device was fully loaded with staples. When the battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. An attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. After disassembly, the device was manually assisted in order to perform the functional test with a test washer and the device was fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident, confirming that the experience was due to the damage in the flex circuit. In addition, a tyvek was received along with the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The damage observed on the flex circuit has been correlated to the device design. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.